Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) of 500 mg/dl without any symptoms after pump shut off due to low battery. Pump had emitted a replace battery alarm while patient was sleeping and did not hear it. Patient reports using rechargable batteries. Customer support (cs) review of pump found no issues. Cs advised patient not to use rechargeable batteries in pump, to use lithium or alkaline batteries. This complaint is being reported because a patient on pump therapy experienced hyperglycemia following the use errors of not responding to the alarm and replacing the battery

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as patient did not respond to an alarm.